Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced shocking sensation at the ipg site. Surgical intervention may be planned to address this issue.

Manufacturer narrative:
Additional information was received. During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
During follow up it was reported patient had the ipg explanted and replaced on (B)(6) 2019 to address the shocking sensation. Stimulation therapy was reportedly restored postoperatively.